Event description:
After the airplane had landed, the airline crew attempted to use the device on a patient who had collapsed and was diagnosed in cardiac arrest. The crew was allegedly unable to open the hardshell carrying case where the unit was stored. The patient was not resuscitated. The reporter indicated that the alleged problem did not adversely affect the patient's outcome. This opinion was based on timely response of the airport emergency services.